Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
It was reported the patient went an extended period of time without recharging their ipg. In turn, their ipg became inoperable. As a result, the patient's ipg was explanted and replaced to address the issue.